Manufacturer narrative:
Evaluation revealed the force sensor resistance was out of calibration. During investigation, the load step was performed where the piston continued to push out all the fluid until a no cartridge warning was shown.

Event description:
Evaluation revealed the force sensor resistance was out of calibration.